Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 295 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found that the needle was still inside of the cannula. Therefore the needle never retracted.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.